Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device became detached. The target lesion was located in the right common femoral artery. A 4mm x 1.5cm x 140cm spcb flectome mr was selected for a percutaneous transluminal angioplasty treatment procedure. During preparation, the device was flushed and the balloon protector was removed using straight force. However, it was noted that the device detached at the exit port. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the shaft detached at 25cm from the catheter tip. This type of damage is consistent with excessive tensile force being applied to the device. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device became detached. The target lesion was located in the right common femoral artery. A 4mm x 1.5cm x 140cm spcb flectome mr was selected for a percutaneous transluminal angioplasty treatment procedure. During preparation, the device was flushed and the balloon protector was removed using straight force. However, it was noted that the device detached at the exit port. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.